Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin flow blocked alarm. Customer's blood glucose value was 200 mg/dl. Customer reported that second time he had the insulin flow blocked his blood sugar was 423 mg/dl and the third time his blood sugar was 220 mg/dl. The customer was assisted with troubleshooting. Customer will not return device for analysis.